Event description:
Telemetry issues were reported and the implantable neurostimulator (ins) was overdischarged. Dissatisfaction with stimulation and problems with recharge coupling were the primary reasons for overdischarge. The patient last felt stimulation and had last recharged 9 months prior to report. Use of the antenna locate feature did not find the ins and did not result in a power-on-reset. The ins was difficult to palpate and it was suspected that the ins was implanted too deep. This was the second overdischarge for the ins. Additional information received reported the patient and the physician were going to discuss the next steps as the ins needed to be repositioned.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: 2011 (B)(6), explanted, product typ lead; product ID (B)(6), serial# (B)(4), implanted: 2011 (B)(6), explanted, product typ lead; product ID (B)(4), serial# (B)(4), product typ recharger; product ID (B)(4), serial# (B)(4), product typ programmer, patient. (B)(4).